Event description:
Related manufacturer number: 3006705815-2022-15171. It was reported the patient experienced ineffective stimulation due to migration. As a result, the patient underwent surgical intervention wherein the leads were explanted and a paddle lead was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.